Event description:
It was reported that during follow up exam with slit lamp a white membrane around iol was detected. The doctor suspects the event as endophthalmitis. Treatment includes antibiotics and anterior chamber irrigation. This report is in reference to the patient's left eye.

Manufacturer narrative:
The lens remains implanted therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.